Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced aseptic glenoid loosening with osteolysis around peripheral pegs of exactech glenoid in hybrid tsa with eventual shear failure off of cage. As a result, approximately 3 years after initial replacement, the patient underwent a right shoulder revision and physical therapy. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, g the revision reported may be the result of glenoid loosening and fracture of the center peg from the polyethylene body. The reported details also state that a competitor humeral implant construct was implanted with the exactech glenoid. This off label use could contribute to uneven loading and wear on the exactech glenoid leading to the reported loosening and shear. However, the failure and potential contributions from patient related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.